Manufacturer narrative:
(B)(4). This lot was manufactured from may 5, 2014 ¿ may 7, 2014. The device was received for evaluation. During visual inspection fluid was observed within the over pouch due to a non-baxter luer cap being cracked. A baxter blue winged luer cap was tightened onto the device and the device was filled with water and observed for leaks with no defects noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a single day infusor leaked. The leak was identified after the device was compounded with 3000 mg of desferrioxamine in 39 ml wfi and 10mg of hydrocortisone, before use. There was no patient involvement. No additional information is available.